Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The pump had broken reservoir tube lip, belt clip slot, cracked battery tube threads, reservoir tube, reservoir tube window, case window display corners, and lcd window and scratched lcd window. The reservoir does not lock properly due to broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and cracks on the reservoir compartment of the insulin pump. The customer's blood glucose reading was 414 mg/dl. The customer stated that there is a crack on the rim of the reservoir and it will not hold the reservoir in. The customer stated that the reservoir was sticking out of the reservoir compartment. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.